Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.50x15 mm trek balloon dilatation catheter (bdc) was prepped normally. When the bdc was inserted, the nurse continued to wind forward to increase pressure in the first inflation attempt; however, it was noted that the bdc would not inflate and pressure could not be maintained. Additionally, contrast was being released into the vessel. No air was seen in the vessel and there were no adverse patient effects. Upon inspection after use, the bdc did not appear to be inflated and there was possibly a hole. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was confirmed. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. A review of manufacturing records identified no nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The complaint investigation determined the reported inflation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.